Event description:
It was reported that the atrial lead may be undersensing. Also the ventricles have been noted to be paced at 60 bpm rather than the programmed rate of 70 bpm. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.